Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the emergency medical service was dispatched due to low blood glucose level and customer was passed out. Customer' blood glucose level was 40 mg/dl. Customer had blood glucose level was 158 mg/dl. The insulin pump will not be returned for analysis.